Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 22apr2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie was broken. The field service engineer assisted pharmacist to remove broken cubie and add new cubie to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the lid of the full height cubie pocket b1 from drawer 2 (main) was found to be broken. The customer noted that there was no interruption in medication dispensing, as they implemented a workaround by retrieving the medication from an alternative station or directly from the pharmacy. However, there were no adverse events or injuries reported based on this event.